Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-28771. It was reported that the patient presented to the hospital for a follow-up. During interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was in backup vvi mode with high voltage therapy disabled. Programming changes were made to the ICD and normal function was restored. Due to ICD being in backup mode, all the device data was lost. The patient stated that 2 shocks were delivered to her on (B)(6) 2021 the patient was rushed to the emergency room where she was provided with external therapy. After further examination, it was observed that the right ventricular (rv) lead had low high voltage lead impedance compared to previous check which was performed on (B)(6) 2021. The physician explanted and replaced the ICD and capped and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of backup operation and no high voltage (hv) output was confirmed. The reported event of failure to interrogate could not be confirmed. The device was interrogated normally with a programmer upon receipt. Product code had been restored in the field. Analysis of technical services (ts) call notes revealed the device entered backup operation due to a power-on-reset (por), which was caused by external defibrillation. Functional testing found damage in the device's hv output circuitry, which caused the reported event of no hv output. The cause of the damaged hv output circuitry could not be determined.